Event description:
On june 22, 2007, the lay-user/patient contacted lifescan alleging inaccurately low results on his one touch ultrasmart, while using test strips from punctured vials. The pt stated that he had 4 punctured vials, but had only used test strips from 2 of the containers. During that time, the pt claimed he had to go to the emergency room (ER) twice in 2007. The details of the incident were not provided by the pt. The same year, the pt was preparing lunch around 11:57 am and began to feel light-headed and have blurred vision. The pt tested his blood glucose and got a result of "380 mg/dl." The pt treated himself with an unknown type/dose of insulin. Within 1/2 hour, the pt was reportedly taken to a hospital via ambulance. On route his blood glucose result was "570 mg/dl" tested on the ambulance meter. In the hospital, the blood glucose was "580 mg/dl" on the hospital device at around 12:30 pm. The pt was treated with 3 shots of insulin and 2 bags of IV (unknown contents). Prior to being discharged from the hospital at 7-8 pm that same day, the pt compared a blood glucose result on the reported meter of "70 mg/dl" to a hospital meter result of "210 mg/dl." The reported test strips were used to obtain both readings. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. It would have been helpful to know the following information: the pt's testing frequency, his medication regimen, when the pt started feeling as though the meter was giving inaccurate low results, and if he made any changes to his diabetes management or medication regimen, because of the alleged issue. In addition, it would have been helpful to know actions he took and what meter readings the pt got prior to developing the symptoms, what his normal blood glucose levels are, if the result of "380 mg/dl" was considered abnormal for him, and the details of the may event. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that he required medical attention in the ER twice after using test strips from punctured vials and got inaccurate results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.